Event description:
The field service representative (fsr) states the alinity I processing module was making a loud noise coming from the main power supply. The field service representative (fsr) saw smoke and detected a burning smell from the power supply. The fsr turned off the instrument and inspected the power supply. There was no visual damaged parts found. The fsr replaced the main power supply of alinity I. Startup passed. Power supply voltage found ok. Control run passed. No impact to patient management was reported. No injuries to the users were reported.

Manufacturer narrative:
Service determined the main power supply, processing module( part number a-30103383-02) the likely cause for loud noise , burn odor and observed smoke. The main power supply, processing module (part number a-30103383-03) was installed to replace part number a-30103383-02. Installation of the main power supply, processing module (part number a-30103383-03) resolved the issue.trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The 2023 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke and loud noise observed was limited to main power supply, processing module ; the smoke, burn odor and loud noise did not spread to other parts of the module. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service representative (fsr) states the alinity I processing module was making a loud noise coming from the main power supply. The field service representative (fsr) saw smoke and detected a burning smell from the power supply. The fsr turned off the instrument and inspected the power supply. There was no visual damaged parts found. The fsr replaced the main power supply of alinity I. Startup passed. Power supply voltage found ok. Control run passed. No impact to patient management was reported. No injuries to the users were reported.